Manufacturer narrative:
Investigation summary: bd had received of samples from the incident lot number from the customer facility for investigation. Based on the evaluation of the returned samples, bd did not observe mixed product. A review of the device history record was completed for both incident lot numbers implicated and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The date of manufacture for lot 5272678 was november 2015, and the date of manufacture for lot 6313678 was december 2016. No holds or repackaging occurred at the manufacturing site for either of the incident lots. All product from both incident lots was shipped within their respective month of manufacture. Additionally, the bd distribution centers were notified of the issue, and it was verified that no repackaging activities had occurred at the distribution centers. Investigation conclusion based on evaluation of the customer samples, the customer¿s indicated failure mode of mixed product with the incident lot was not observed. Upon inspection of the customer samples, all samples met the required specifications. Additionally, a review of bd distribution centers was conducted and no repackaging activities had occurred for these products. Root cause description based on the investigation, a root cause could not be determined. (B)(4).

Event description:
It was reported there was mixed lot numbers in 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tube packaging. This was not discovered until after product was sent out to clinics. There was no report of injury or medical intervention.